Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump squirts out insulin instead of drip when priming. Customer¿s blood glucose was unknown. Customer stated that when insulin was delivering it has randomly stopped at least once. Customer also mentioned that battery cap keeps cracking. Insulin pump will not be returned for analysis.